Manufacturer narrative:
The investigation of optical signal issue has been completed. Impella cp returned for evaluation. Upon visual inspection, no abnormalities were observed. Pump passed laser continuity testing and all optical 5s parameters were within spec. No data logs were returned for evaluation. The cause of the optical signal issue could not be definitively determined as no abnormalities were observed with returned product, and no logs and limited clinical details were provided.

Manufacturer narrative:
The impella pump and purge cassette were device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient presented as a st-elevation myocardial infarction due to stent re-stenosis. It was noted that the patient had a successful balloon angioplasty of the coronary artery branch to saphenous vein graft. During the case, a placement signal not reliable alarm was noted. The procedure was completed and to provide the best intensive care, the impella cp was removed for a new device with a functioning placement signal.